Event description:
This lead was implanted (B)(6) 2003 and remains implanted at this time. A call placed to technical services on (B)(6) 2016 stated that patient came closed to syncope. Lead had pacing inhibition issues. The physician was dr. (B)(6) at (B)(6) in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).